Manufacturer narrative:
Hill-rom technical support suggested isolating the side rails and hand pendant. The account was unable to repair and requested a hill-rom technician perform the repair. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).